Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped activating and would no longer cauterize branches. It was immediately removed from the surgical field and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the harvesting handle. Slight amounts of blood and charred tissue were observed on the jaws. The heater wire was observed to be slightly flexed away from the hot jaw but remained attached at the base and tip of the hot jaw. It was also observed that the tool shaft was bent at the middle portion. The shrink tube was observed to be peeled at the tip of the shaft. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. We were unable to perform the temperature and resistance evaluation due to the bent shaft. Based upon the evaluation results, the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failures "bent shaft", "peeled shrink tube¿and "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped activating and would no longer cauterize branches. It was immediately removed from the surgical field and a replacement device was used to complete the procedure. The hospital did not report any patient effects.